Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that 6 bedside monitors (bsms) discharged patients without user input at the central nurse's station (cns) or bsms. The person who was experiencing this problem was a student and the staff suspected the student did not fully understand the process of admitting/discharging patients. No patient harm was reported. Investigation summary: the procedures for admitting, discharging, and transferring are provided in the operator's manual, chapter 4 (admitting and discharging patients). There is insufficient information available to determine the cause of the event. There is no indication that the cns had malfunctioned as explained by the customer in later communication. The service history for this cns shows this is an isolated incident with no recurrence history. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes.

Event description:
The biomedical engineer (bme) reported that 6 bedside monitors (bsms) discharged patients without user input at the central nurse's station (cns) or bsms. The person who was experiencing this problem was a student and the staff suspected the student did not fully understand the process of admitting/discharging patients. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there were 6 bedsides that discharged their patients without user input at the central nurse's station (cns) or bedsides. No patient harm was reported. More information was received by the medical staff who states that the person who experienced this problem is a student and has not been at the facility that long. The staff suspects that the student did not fully understand the process of how to admit/discharge patient. There are other more experienced staff working at that time and none of them experienced that problem. This is being reported conservatively. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that there were 6 bedsides that discharged their patients without user input at the central nurse's station (cns) or bedsides. No patient harm was reported. More information was received by the medical staff who states that the person who experienced this problem is a student and has not been at the facility that long. The staff suspects that the student did not fully understand the process of how to admit/discharge patient. There are other more experienced staff working at that time and none of them experienced that problem. This is being reported conservatively.